Event description:
It was reported that the customer was called regarding the scroll wrap safety notice. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and black shadow on the display due to warped/uneven printed circuit board on the lcd board.